Event description:
Earlier this month at approximately 0845, it was discovered that 1 of the 3 linac machines had a mod fault that would not clear and the machine was non-operational. Clinical engineering was called to evaluate the machine for repairs. Clinical engineering determined that they would need the vendor to complete repairs. The machine was repaired and returned to service seven days later at 1300.manufacturer response for linear accelerator, linac 1 (per site reporter).======================the vendor came and repaired the unit.